Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual comments and observed conditions: cable: normal wear and tear; housing: scratches, stains and/or dents. Other: locking pin malfunction (refer to functional testing for details). Functional evaluation: device ar-8332h, s/n (B)(6) was subjected to functional testing per (B)(4). The device was tested with a known good shaver console unit (scu) and no problems were found except the locking pin testing. The investigation failure on the locking pin from the customer¿s complaint of, "(B)(4) shaver handpiece is having issues placing a blade inside," is therefore, considered confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-feb-2026, a sales representative reported via (B)(4) that the ar-8332h shaver handpiece is having issues placing a blade inside. This issue was discovered during a case with no patient harm.